Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Quantity - 2. The pin was received for evaluation. The dimensions and hardness taken were within specification. It was found that the items are fractured near the threaded tip. The fractured pieces were not returned. The reamer blade is dull and show signs of wear. The device history records were reviewed and no deviations or anomalies were identified. This device is used for treatment. The complaint history review was conducted for the devices and found no additional complaints for the same lots. This item has a potential field age of approximately 4 months with an unknown usage and handling history at the time of the reported incident. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the guide pin fractured during surgery leaving the tip stuck inside the nail.